Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to confirm the issue. A new pcb color video received was installed as a precaution. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) had a dotted screen. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) had a dotted screen. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) had a dotted screen. There was no patient involvement, and no adverse event reported.